Manufacturer narrative:
(B)(4). Method: the complaint iw930 infant warmer was received at fisher & paykel healthcare (fph) office in the (B)(6), where it was inspected by a trained fph service engineer. Our investigation is based on the service report provided by the servicing agent and our knowledge of the product. Results: during servicing at our (B)(6) office the power fail alarm was found to be faulty due to a failed c22 capacitor on the power board. No other issues were found during servicing of the infant warmer. Conclusion: the subject infant warmer unit is about 10 years old and it is likely that the replaceable super capacitor on the pcb board had simply worn out. The super capacitor's function is to store sufficient electrical charge to power the warmer's visual and audible alarms in the event of a failure of mains power. Part of fisher & paykel healthcare's quality control process involves testing the power failure alarm of every warmer on the production line for functionality prior to distribution. The device technical/service manual contains a checklist which specifies that users perform safety, performance and functional checks at least once a year. Included in the warmer's maintenance checklist is a test of the super capacitor to ensure it is operating within specifications. The iw990 infant warmer was repaired and returned to the customer after passing the required electrical safety and performance tests.

Event description:
A hospital in the (B)(6) reported that the iw990 manual controlled infant warmer's power fail alarm did not work. A service has been requested. No patient consequence was reported.